Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the ins quit working about 3 months after implant. The patient was in need of a MRI in (B)(6) 2018 but they could not get the ins to charge up. No symptoms were reported. They were redirected to the doctor. No further complications were reported or anticipated.